Manufacturer narrative:
(B)(4). Date sent: 1/15/2016. Concomitant medical products: information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Batch # unk. Additional information requested: what were the indications for surgery? What was the procedure? What is meant by ¿did not follow track?¿ what was the harm to the patient? What color cartridge was used?

Event description:
It was reported that during an unknown procedure, the device misfired. It did not follow track. Patient was harmed. Another resection had to be done. No further information is known at this time.